Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called regarding assistance with carelink. Customer reported of being hospitalized on october 2, 2015 with blood glucose of 400 mg/dl. Customer had symptom of labored breathing, sporadic body movement and being incoherent. Customer was hospitalized due to high blood glucose. Customer was released from the hospital the next day and was treated with insulin IV drip. Customer was wearing insulin pump at the time of hospitalization.